Manufacturer narrative:
D4: full UDI provided. H6: the quality investigation is complete.

Event description:
It was reported that during a mandibular lingula surgery, the blade broke. It was also reported the fragment was removed in an addtional surgical procedure the next day. It was further reported that the procedure was completed successfully without a clinically significant delay

Event description:
It was reported that during a mandibular lingula surgery, the blade broke. It was also reported the fragment was removed in an additional surgical procedure the next day. It was further reported that the procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.